Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022 - (B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. ¿ case: 4214842 ¿ see master case phone I pending server access pyxis interface -- devices are on critical override a review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were on critical override and nurses were unable to pull meds because all drugs were grayed out. A technical support specialist reviewed servers, interfaces, and logs to determine what may have changed to cause meds to gray out when devices are on critical override and mentioned that customer informed the case was not related to the test device that the rss access was requested. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system was on critical override and nurses were unable to pull meds because all drugs were grayed out. There were no adverse events or injuries reported based on this incident.